Event description:
It was reported by a third party biomedical tech that the customer's device had an old battery in it that was depleted; however, even with a new battery, the device would not operate on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended the replacement of the device's main pcb assembly. The biomed later indicated that the customer had decided not to repair the device due to the costs of the repair. It was also indicated that the unit had been retired. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.